Event description:
The reporter stated that the product is becoming disconnected. They are difficult to keep together during assembly or at any time during the course that the product is on the patient. No patient treatment or injury associated with this event.